Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. The pt had not charged his ipg for some time (unknown how long). The pt's ipg was replaced with a new one and the pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.